Event description:
Motor leaked oil during surgery. Oil did contact surgical site. No add'l info was available at the time of the initial report. This report was received as follow up to another report of the same problem.